Event description:
The device was deployed as per label. There was a suture failure to capture vessel wall. The suture was cut and removed with small tissue amount at end of suture. Tissue was sent to the lab. The doctor placed an 8fr sheath into the right femoral artery. The patient was sent to their room. Patient states no pain in groin area and feet were warm and no hematoma was present at right groin area.